Event description:
The customer reportedly obtained a 466 mg/dl and 197 mg/dl blood glucose comparison on the accu-chek advantage system. The customer states he obtained an additional comparison with blood glucose results 61 mg/dl and 230 mg/dl, on the accu-chek advantage system. On both occasions, test results were obtained within 10 minutes. No reported actions taken or treatment rendered. No adverse event reported. New system sent to customer and return requested.